Manufacturer narrative:
An event of pericardial tamponade and drop in blood pressure was reported. Also reported that pericardiocentesis was performed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 28 february 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure using a 12f amplatzer amulet delivery sheath. The activated clotting levels were 280s and heparin was administered. The procedure completed successfully without any problems. After the procedure, the patient developed a pericardial tamponade overnight and drop in blood pressure. A pericardiocentesis was performed. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.